Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with syncope at the hospital. It was noted that the pacemaker exhibited noise over-sensing which resembled electromagnetic interference. No intervention was performed. Patient status was not reported.